Event description:
It was reported via a trial that 69 days post index procedure, the patient experienced cardiac chest pain. On (B)(6) 2010, 356 days post index procedure the patient died. This was reported as an unrelated cardiac death. It was reported that the target lesion was located in the 1st obtuse marginal (om) with 80% stenosis and was treated with pre-dilatation and placement of two overlapping 3.0 x 12 mm study stents with 0% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. Additionally, it was reported that post index procedure the patient experienced dehydration, acute/chronic renal failure due to tubular necrosis from hypotension and hyperkalemia ((B)(6) 2010); complained of feeling short of breath ((B)(6) 2010). The patient awoke (B)(6) 2010 and became more dyspneic and suddenly collapsed. Cardiopulmonary resuscitation (CPR) was initiated by family members for about 10 minutes until the medics arrived. The patient was in pulseless electrical activity (pea) and was intubated in the field. Epinephrine, atropine and d50 were administered and the patient was transported to the emergency room. CPR was continued in the emergency room and epinephrine and atropine were administered. The patient remained in pea, pupils were fixed and dilated and per ultrasound there was no cardiac movement. The subject was pronounced dead on (B)(6) 2010. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and death are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure. The 3.0 x 12 mm promus (1009541-12b/8102061) is being filed under a separate MFR#.

Manufacturer narrative:
(B)(4).the reported renal failure is listed in the instructions for use as a known adverse patient event associated with coronary stenting.(B)(4)- remove.